Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, filter fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately 7 years and 5 months post implantation. The patient reports ivc perforation and filter fracture. The patient also reports suffering from anxiety. The following additional information was received per medical records: patient has history of thromboembolic disease with several prior episodes of dvt and pulmonary embolism, he was referred because of recurrent dvt and pe while on anticoagulant therapy. The trapease ivc filter was deployed in the infrarenal ivc so that the superior aspect of the filter was just below the level of the renal veins via right jugular infrarenal vein to minimize risk of bleeding. The patient was said to have tolerated the procedure well and there were no apparent complications.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section b7 (relevant medical history). Section d1 (brand name). Section d4 (model, catalog, lot number, expiration date, and UDI number). Section d11 (concomitant medical products- micropuncture needle, .018 guidewire, transitional dilator, .035 guidewire, sheath). Section g4 (date received by the manufacturer and PMA/510(k) number). Section h4 (manufacturing date). Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes thromboembolic disease with dvt and pulmonary embolism while on anticoagulation. The filter was deployed below the level of the renal veins. The patient tolerated the procedure well and there were no apparent complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to ivc perforation, filter fracture. Per the patient profile form (ppf), the patient reports ivc perforation and filter fracture. The patient also reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information:section b5 (event description)section g4 (date received by the manufacturer)section h6 (evaluation codes: addition of patient code 1204 and device code 2522).complaint conclusion:as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of thromboembolic disease with several previous episodes of deep vein thrombosis (dvt) and pulmonary embolism (pe). The indication for the filter placement was reported to be a recurrence of dvt and pe while on anticoagulation therapy. The filter was implanted via the right jugular vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well with no apparent complications. Approximately seven years and five months after the filter implantation, the patient became aware that had tilted and fractured, had become embedded in the wall of the inferior vena cava (ivc). Approximately eight and a half years after the filter implantation, the patient underwent successful percutaneous removal of the filter and its¿ fractured struts. The patient further reported having experienced mental anguish, worry and anxiety associated with the filter.the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.the trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, device embedment and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, filter fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: patient has history of thromboembolic disease with several prior episodes of dvt and pulmonary embolism, he was referred because of recurrent dvt and pe while on anticoagulant therapy. The trapease ivc filter was deployed in the infrarenal ivc so that the superior aspect of the filter was just below the level of the renal veins via right jugular infrarenal vein to minimize risk of bleeding. The patient was said to have tolerated the procedure well and there were no apparent complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately 7 years and 5 months post implantation. The patient reports ivc perforation and filter fracture. The patient also reports suffering from anxiety. According to the information received in the amended patient profile form (ppf): the patient reports tilt and embedment in the wall of the ivc. Futhermore, the patients' ivc filter and fractured strut(s) were successfully removed percutaneously approximately 8 years and 6 months post implantation.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and filter fracture. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, filter fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.